Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
The patient was enrolled in the respond post-market registry with patient identifier (B)(6). It was reported that the patient developed left bundle branch block (lbbb) and first-degree atrioventricular (av) block (peri-procedural). Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Balloon valvuloplasty was not performed. During the index procedure, after the implantation of the valve, the patient developed lbbb and first-degree av block (peri-procedural). No pauses or episodes of with bradycardia were noted. A temporary pacemaker was placed to treat this event. The temporary pacemaker was placed in the right ventricle and removed after the procedure. There was no indication for a permanent pacemaker. The patient was discharged on aspirin and clopidogrel seven days later. The site reports that the patient died in (B)(6) 2019 due to terminal kidney disease. No autopsy was performed.